Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to an aorta stent graft interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 16fr sheath, and the interventional procedure was completed. Reportedly post-procedure, hemostasis was not achieved. A third proglide device was used to seal the massive bleeding but failed to achieve hemostasis. Manual arterial compression was applied for more than 90 minutes, and hemostasis was achieved. The physician stated that the 16fr sheath might have damaged the femoral artery. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported failure to achieve hemostasis could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.